Event description:
It was reported that the customer experienced a blood glucose (bg) level of 464 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the customer did not fill the cannula during the load fill tubing sequence. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2021 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide - to fill the cannula without filling the tubing, from the home screen, tap options, tap load, tap fill cannula and then follow the instructions below. If you are using a steel needle infusion set, there is no cannula; skip this section. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.